Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence with multiple cartridges. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact on customer's blood glucose level.